Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, the pulse generator exhibited premature elective replacement indicator message. The message was cleared and the device resumed normal functions. The patient would continued to be monitored.

Manufacturer narrative:
(B)(4).